Event description:
It was reported that the device screen developed a hairline crack and became completely unresponsive after previously functioning as expected, and a photo of the damage was provided. Symptoms included no reported adverse health effects. Outcomes included replacement of the device and user education on the return process and ilet learning process. Investigation included collection of user reports and photographic evidence review. Investigation of this case revealed physical damage to the display consistent with an external impact leading to loss of touch responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.

Manufacturer narrative:
Investigation description. Display damage due to impact.